Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was carried out as part of the material analysis report (mar), it noted the following: "the fracture occurred approximately 3 inches from the distal tip. Fractures surfaces are seen on the distal and proximal ends of the stem. The approximate direction of fracture was from the lateral side to the medial side". The mar concluded: "the exeter stem fractured in fatigue. Post fracture abrasion prevented a fracture origin and region of final fracture from being identified. Eds showed elemental constituents included fe-cr-mn-ni-mo, which are consistent with the astm f1586 material. No materials or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the fatigue fracture type was also established in the mar, confirming that this fracture was caused by a chronic overload condition consistent with the failure mode discussed. It was also reported that this incident caused only short term pain and disappeared afterwards with another pain free interval of more than a year. So, a theoretical possibility of relationship between fall and stem fracture cannot be excluded although this is still unlikely, also given the mar finding of a fatigue fracture. Acute fractures have different characteristics in mar. Virtually absent clinical information about this falling incident further prevents to detail this aspect. A patient trauma is however a clear patient-related contributing factor. - because there are no actual x-rays available for review, it is a pity that no further details about the failure scenario can be established although the type of problem reported is very consistent with regular clinical findings regarding ho causing a bony type of impingement with the device becoming subject to overload. No evidence is available to suggest that device-related factors might have played a role as also supported by the mar findings that conclude about absence of materials or manufacturing related defects on the surfaces examined. This pi case is not device related." Procedure-related factors: - heterotopic ossifications, brooker grade-4, quite likely triggered by a deep joint infection following primary arthroplasty. Patient-related factors: - ho usually has patient-related aspects given an individual genetic predisposition for ho. - patient trauma was reported several years before stem fracture although it¿s contributing role is questionable. Device-related factors: - none as also supported by the mar findings. Diagnosis: - heterotopic ossifications, brooker grade-4, quite likely triggered by a deep joint infection following primary arthroplasty, have caused a stiff hip joint with bony impingement effects and a severe overload around the proximal stem section with a fatigue fracture in due time requiring revision." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded: "heterotopic ossifications, brooker grade-4, quite likely triggered by a deep joint infection following primary arthroplasty, have caused a stiff hip joint with bony impingement effects and a severe overload around the proximal stem section with a fatigue fracture in due time requiring revision." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Company representative got an email from surgeon about a fractured exeter stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company representative got an email from surgeon about a fractured exeter stem.